Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
A gore tag thoracic endoprosthesis was implanted in this pt in 2006. Computed tomography angiograms taken approx. 9 months later revealed a type I endoleak. Plans to proximally extend the graft over the left subclavian are scheduled. Films are available at gore for review.